Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The trunk cable was cut, severing wires within the cable. The damage to the trunk cable caused the white (drvn_gnd) wire to short to the rear pulse wire. The root cause for the damaged trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a patient was receiving "adjust belt" and "check therapy pad" messages.